Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a kink is confirmed and appears to be related to use of the product. One 20 ga x 10 cm pflex catheter was returned for investigation. Use residue was present on the returned sample. The catheter was observed to curve to a right angle. Manipulation of the catheter revealed a kink in the catheter in the proximal end of the tubing. Based on the curvature of the returned sample and location of the kink, it is likely that the kink occurred due to the securement method of the device; therefore, the complaint is confirmed to be use related. The IFU states, "avoid placement or securement of the catheter where kinking may occur, to minimize stress on the catheter, patency problems or patient discomfort." A lot history review (lhr) of recq1093 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that after placement, the midline had kinked internally and was causing pain. The device was subsequently removed.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) of recq1093 showed no other similar product complaint(s) from this lot number. Device has not yet been returned for evaluation.

Event description:
It was reported that after placement, the midline had kinked internally and was causing pain. The device was subsequently removed.